Event description:
During testing it was observed that the device's analyze, charged and energy select buttons were not functioning. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.